Event description:
While using a formula aggressive plus cutter during a left medial meniscus tear/left patello femoral medial compartment chondromalacia repair, flakes were noted from tool in joint space.